Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 4/12/2016.

Event description:
A customer reported an odor coming from their sterrad nx sterilizer. They vacated the area and a field service engineer (fse) was dispatched to the site to assess the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury event.

Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was not returned for further evaluation. The assignable cause of the odor/smells issue is the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.